Manufacturer narrative:
(B)(4): evaluation: method: device history could not be reviewed as the lot number was not provided. Results: no product was returned. Conclusion: cause of event cannot be determined. Analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted.

Event description:
Medtronic received info that following the placement of this temporary pacing wire, when the surgeon pulled the lead off the heart to reposition it, the wire part broke off. The lead section was salvaged, but the wire remained in the pt. There were no adverse pt effects reported.